Event description:
This customer obtained lower than expected vitros dt nbil quality control results while using the vitros dt60 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous nbil results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros dt nbil quality control results were obtained for several samples while using the vitros dt60 system. The investigation concludes that the nbil dt calibration in use was atypical. The atypical nbil dt calibration was most likely caused by reconstitution of calibrator fluids with an inaccurate, automatic pipette. The root cause of the event is user error. There is no evidence to suggest that the instrument or the reagent was not operating as intended. Once the appropriate pipette was used for diluting fluids used for calibration, expected results were obtained.